Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
4 of 8 reports: (same facility, different patients). Other mfg report numbers: 2648988-2024-00014. 2648988-2024-00015. 2648988-2024-00019. 2648988-2024-00021. 2648988-2024-00022. 2648988-2024-00023. 2648988-2024-00024. A facility reported they have been facing unusual severe allergies towards biopatch on the site of insertion, which goes away once stopping it. Around 70% of the patients across different departments have recorded these cases. Additional information received: - did the event occur during one or multiple patient procedures? Multiple patients. - what is the total number of procedures? 5 patient in dialysis department, 3 patient from oncology with sever itching and reactions leads to blood stream infection. - how were the products stored? Gmsc store and hospital store. - how many patients are concerned? 8 patients. - what type of skin prep was used? Free alcohol octenidine brand name (acteni dent from dialysis and chlorohexidine lollypops from other department. - was the skin prep allowed to dry prior to the biopatch application? Yes. - what type of cover dressing was being used over the biopatch? 3m normal tegederm. - are the dressings always being changed at day 7 or are they changed sooner? Normally 7 days unless there is any change in the dressing condition. - what was the timeframe following biopatch application and allergy occurring? 1 year. - how were the patients treated for the allergy? Only by changing the biopatch to gurdiva as reported. - what is the current status of the patients? Stable.

Event description:
N/a.

Manufacturer narrative:
Biopatch was returned for evaluation: failure analysis/root cause - ten (10) sealed blister trays were received for evaluation. The units were visually inspected. No defects were observed in the blister trays or product. The trays¿ sealing area was in good condition. A slight product discoloration (yellowing) was observed on the sponges; however, this yellowing is a known property of this product, and it is acceptable. No additional tests were recommended because the product had been out of integra/ethicon controls and was re-sterilized prior to returning it to the site for evaluation; notwithstanding, based on the evaluation herein it does not appear that the device is causal to the reported events. A medical assessment was requested as part of the case evaluation. The medical affairs assessment is as follows: there have been no anomalies reported in the manufacturing or packaging process that can be associated to the reported condition. Also, there have been no additional similar complaints from other hospitals that would indicate a possible device relationship, and therefore, though it does not appear that the device is causal to the events, the assessment remains inconclusive. Per the IFU, very rare events associated with the use of "chlorhexidine gluconate are reactions such as dermatitis, hypersensitivity, and generalized allergic reactions. Hypersensitivity reactions associated with the topical use of chlorhexidine gluconate have been reported in several countries. The most serious reactions (including anaphylaxis) have occurred in patients treated with lubricants." Therefore, one explanation may lay in the hospital's surgical preparation procedure and the use of free alcohol octenidine (acteni dent) and chlorohexidine lollypops (which may include lubricant) as contributing to these events.

Manufacturer narrative:
Biopatch was not returned for evaluation; however, a photo was provided: DHR - no anomalies were reported during the manufacturing and packaging process that can be associated to the reported condition. Failure analysis - failure analysis is not possible because no unit has been returned for evaluation. A photo was provided which shows redness at the tube insertion site; however, two (2) other reddened areas are visible in areas where the biopatch has no contact. In the same photo it can be observed a blue catheter securement device which may have been sutured in the place where the other two reddened areas are visible. Also, if the photo is closely observed, there are lighter reddish patches and/or skin discoloration on the skin general area; however, no reddening is observed in the circular area where the biopatch is placed (other than the insertion site). An allergic reaction due to the use of biopatch is possible but cannot be confirmed. Note: the same photo was provided for multiple complaints. It is unknown to which case it belongs to. A retain samples visual inspection was performed and a medical assessment including skin preparation. Visual inspection results: lot 6779916 was visually inspected. (B)(4) units were visually inspected. No defects were observed in the shipping cartons, dispenser boxes, product trays and/or product. The trays¿ sealing area was in good condition. A slight product discoloration (yellowing) was observed on the sponges; however, this yellowing is a known property of this product, and it is acceptable. As per product IFU literature: over time the biopatch may turn yellow in color. This coloration does not reduce the antimicrobial efficacy of the dressing. The medical assessment concluded that there is no evidence to indicate a possible device relationship to the reported events, and though it does not appear that the device is causal to the events, the assessment remains inconclusive. It was also mentioned that skin preparation procedures and the use of free alcohol octenidine and chlorohexidine lollypops (which may include lubricant) could also contribute to these events. Root cause - there were (B)(4) product sponges released for distribution in december 2022; therefore, it is expected that most of this lot, if not all, has been already distributed by ethicon. The reporting customer stated that they are seeing ¿unusual severe allergies in around (B)(4) of the patients across different departments¿. However, the market is not reflecting that there is a problem with the reported lot or product in general that is compatible with such high rates of skin reactions. No other complaint of any kind has been received for the reported lot, only the ones reported by this customer. However, due to the large number of units in the market and lack of other complaints, the root cause of this complaint is most likely related to a local condition/situation and not a product defect. Additional information received: since when has the customer used octenidine as a skin prep in conjunction with biopatch? Since 2016 they are using the octenidine as a skin prep, and they still use it with (guardiva) without any records of allergy. Note that as per literature: octenidine may cause burning sensation, itching, redness, and dryness at the site of application. There seems to be octenident in acteni-dent (mouth wash). Can you please confirm actini-dent was used as skin prep? As informed, octanidine is the active ingredient of the prep for the dialysis department only, brand name is octenisept. Are chg applicators (lollypops?) And the octenidine used together to prep patients? Octenidine is used only in the dialysis department (5 patient allergy reports).